Event description:
It was reported patient experienced shocking or jolting sensation. It was noted that on (B)(6) 2015 she adjusted her implantable neurostimulator ins device and then crossed her legs and felt a shock in her right hip area and in her 'butt'. The patient turned therapy off on (B)(6) 2015 and went to emergence room (ER) and had lead wires x-rayed but they did not find anything wrong. It was reported 2 days later that the wires may have broken; the device was constantly shocking the patient. Device has been turned off for a few days. The patient was looking for a health care provider to check their wires. It was also reported that the ins has also "flipped out" or turned sideways in the pocket in (B)(6) 2014 but surgeon has not fixed that. Additional information received on 2015-05-26 indicated that the flip was not confirmed. The patient had just lost weight and could now feel or palpate the device. There was no troubleshooting performed. It was indicated that they examined the ins on (B)(6) 2014 and the device was in place and patient was to return to the clinic as needed. The patient's outcome was reported as unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-33, lot# va0plry, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).